Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed multiple auto mode switch episodes, due to atrial oversensing. The device was reprogrammed and the patient would be monitored.